Event description:
It was reported occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.